Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that patient experienced pain in their ribs. As a result, patient underwent surgical intervention wherein ipg was explanted and replaced, and also relocated, to address the issue.